Event description:
Customer reported via phone call that he experienced high blood glucose of 400 mg/dl. He treated with the insulin pump; current reading is 390 mg/dl. The customer stated he was in the classroom training and felt weak. During troubleshoot; it was stated the drive support cap is recessed. The tubing had a few air bubbles but no insulin leak was found. Insulin did exit the tubing with manual prime. The insulin pump passed the displacement and self tests. The high pressure test was not performed as the customer did not have a tubing clamp. The customer was advised to change the entire set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.